Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pre-implantation, and leak testing. However, it did not meet the requirements for siphon and pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device indicate that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device had malfunctioned. According to the report the device did not flow properly. The report stated the device was explanted on (B)(6) 2015. Reportedly, there was no injury to the patient.